Event description:
It was reported that the device gave an alert that there was possible output circuit damage. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.